Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a veterinary tibial osteotomy surgical procedure on a canine and after two sagittal cuts, it was observed that the electric pen drive reduced in power considerably and was unable to drill or insert the k-wires. As a result, there was a three minute delay to the surgical procedure. A spare device was to complete the case. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.